Event description:
The nurse was in the MRI room and noticed the battery needed to be changed. Once the battery was removed the battery states "warning: battery pack is slightly magnetic. Do not remove from IV pump inside the MRI magnet room". The battery pulled towards the magnet on the MRI machine.